Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was implanted using an 14f amulet delivery system. The implantation was reported as successful. Approximately, 10 minutes after completion of the device implantation, the patient experienced clinical deterioration and required resuscitation. Resuscitative efforts were continued for approximately 25 minutes; however, these efforts were unsuccessful, and the patient was pronounced deceased. The reported cause of death was right heart failure. The cause of death was identified as complete right ventricular failure presenting as right heart failure, with a suspected right ventricular infarction. Additionally, the implanter classified the death as likely related to the procedure and the patient¿s comorbidities rather than to the performance of the implanted device.

Manufacturer narrative:
An event of a cardiac arrest and death were reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported cardiac arrest and death could not be determined. An unexpected medical intervention was a result of case specific circumstances, as resuscitation efforts were performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25 mm amplatzer amulet was implanted using an 14f amulet delivery system. The implantation was reported as successful. The procedure was reported to have been performed in accordance with the instructions for use (IFU), and all required criteria were fulfilled. Approximately 10 minutes after completion of the device implantation, the patient experienced clinical deterioration and required resuscitation. Resuscitative efforts were continued for approximately 25 minutes; however, these efforts were unsuccessful, and the patient was pronounced deceased. The reported cause of death was right heart failure. The cause of death was identified as complete right ventricular failure presenting as right heart failure, with a suspected right ventricular infarction. There were reported to be no complications related to the occluder device. Additionally, the implanter classified the death as likely related to the procedure and the patient's comorbidities rather than to the performance of the implanted device.